Event description:
It was reported that the patient presented to the hospital experiencing stimulation from the right ventricular (rv) lead. The physician elected to reposition the lead. During repositioning the lead, the physician was not able to re-extend the helix of the rv lead. The rv lead was explanted and replaced with a new lead. There were no patient consequences.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. X-ray examination of the lead found the inner coil in the connector region was over torqued and the helix was bent consistent with procedural damage. Unable to perform helix mechanism/extension length test due to the damaged helix. The cause of the reported event of helix mechanism issue was isolated to the over torqued inner coil in the connector region, the damaged helix and the helix clogged with blood/tissue. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.